Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 90 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.